Event description:
The physician reported that the patient received inappropriate shocks due to a lead break. A reintervention was performed and the subject lead was replaced together with the associated ICD. The subject lead remains inactively implanted.

Event description:
The physician reported that the patient received inappropriate shocks due to a lead break. A reintervention was performed and the subject lead was replaced together with the associated ICD. The subject lead remains inactively implanted.